Event description:
Secondary tubing started to free flow when unclamped. It was stopped and pumps and secondary tubing were changed. Again, began to free flow- noted it to be flowing into primary bag. Primary tubing was changed and it no longer free flowed into primary bag afterward. Antireflux valve appeared to be defective.